Event description:
It is alleged that the end of the grasper broke off into the patient. It was reported that it took an hour for the surgeon to find the piece. It was also reported that the piece was retrieved with no injury to the patient.